Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument had not been functioning as intended since the beginning of the procedure. The vse instrument was not sealing effectively and was unable to perform cuts. The user completed the procedure and no known impact or patient consequence was reported. Intuitive followed up and obtained additional information. As mentioned previously, none of the five vse instruments functioned properly: they either did not work at all or failed to perform adequately. The instrument was use for only a few minutes. The instrument did not seal properly. There was no effective sealing function, and cutting was not possible. Only a cold cut. All five instruments were affected and came from the same batch. It appeared that the wattage was lower than expected, and sealing was insufficient. All five devices failed in this manner. The "cut" function technically worked, but due to improper sealing, using it gives a significant risk. Therefore, they chose not to use the instrument. Errors did not occur. Yes, the tones were audible, but the device did not function properly: this was the case with all five instruments. In some cases, the seal cycle took very long or did not complete at all. Tissue was cut that was not fully sealed. Customer proceeded with a new vse instrument. It was confirmed that there was no patient harm.